Event description:
It was reported that during follow-up in clinic, battery performance alert and premature battery depletion was observed. The device reached eri prematurely. The patient was asymptomatic. Device was explanted and replaced. The patient was doing well before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. Correction: - recall number should have been z-0003-2018 instead of z-003-2018 in initial report. Additional information: - recall number - z-0115- 2017